Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that a (B)(6) patient had a rash under the electrodes. The patient consulted a doctor who suggested leaving the device off for short durations during the day. The final medical outcome of the rash is unknown. There was no alleged device malfunction.